Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was not working. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).